Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/21/2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient's mother tried the paperclip reset to establish connection for about 30 minutes. Then signal loss would re-occur. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/13/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test failed. The cloud data could not be reviewed due to a share tool program exception. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.